Event description:
Additional information received on 9/17/2025: nothing was found on x-ray. The event did not involve an urgent or life-threatening situation, and there was no clinically significant delay. The patient did undergo a couple of x-rays that otherwise would not have been exposed to. IV antibiotics were to be infused. A new catheter was placed. There was no patient harm or negative outcome.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that the powerglide sheared during insertion, tip missing from catheter. Hospital completed x-ray but tip was not located. During insertion, no resistance was felt with guidewire, then clinician went to thread catheter and met resistance about halfway down. Talk through details with her and clinical specialist and it sounds like catheter was pulled back over needle after resistance was met.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the catheter is confirmed and was determined to be use-related. One 20 ga powerglide pro was returned for evaluation. An initial visual observation revealed blood residues throughout the returned device. It was observed that the safety mechanism was not advanced over the needle tip. The guidewire was not advanced upon the return of the device. The catheter was observed to be broken along the catheter shaft. The distal end of the catheter was not returned for evaluation. A microscopic observation revealed a chevron-shaped break in the catheter with a shiny fracture surface and sharply formed fracture edges. The characteristics of the break suggested the break likely occurred from pulling the catheter shaft against the needle. An examination of the catheter structure revealed no potential damage/defect related to the manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.